Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Battery longevity estimation was one month on (B)(6) 2015.

Event description:
It was further reported that the device was scheduled to be explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1156t-75 st jude lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device estimated one month of remaining longevity when the device was implanted just seven months ago and the battery voltage measured 3.01v. The device remains in use. No patient complications have been reported as a result of this event.